Manufacturer narrative:
Date sent: 8/6/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an lar procedure, the surgeon could not complete the first stroke of the first firing. When the device was released using the manual release button, the staples were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.